Manufacturer narrative:
Additional information: device lot number and upn reported. Usage of device reported. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03686 for the other associated device information. It was reported to boston scientific corporation that an advanix¿ rx biliary preloaded stent was used in stent removal procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, while the physician was pulling the stent out from the patient¿s duct during a stent removal procedure, the stent began to ¿break down¿. The stent was removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03686 for the other associated device information. It was reported to boston scientific corporation that an advanix rx biliary preloaded stent was used in stent removal procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, while the physician was pulling the stent out from the patient¿s duct during a stent removal procedure, the stent began to ¿break down¿. The stent was removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".